Manufacturer narrative:
UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an electrophysiological study for paroxysmal supraventricular tachycardia (psvt) and the physician concerned that there was a post pacing spike at 2 seconds. This occurred 2 hours after the start of the catheterization. No further details were provided regarding this unwanted pacing. It was confirmed that no patient consequences occurred.